Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). Failure analysis and investigation results found that the delivery accuracy of the pump was not functioning as intended. The root cause was determined to be an issue with the frame of the pump. The pump frame was replaced and then the pump was re-tested and met specifications. If additional information becomes available, a follow up report will be submitted.

Event description:
As reported by user facility: under infused during testing. No patient involvement.